Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty at l4 to treat a vertebral compression fracture. During the bkp, one of the balloons would not go down the shaft of the cannula and had to be replaced with a new balloon to complete the procedure. No patient complications were reported.